Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: primary operative notes were returned which were unremarkable. Revision operative notes were provided which noted a large amount of amorphous avascular debris and a bland tan villonodular synovitis. A posterior capsular dehiscence was also identified with contracture of the posterior capsule, which may have been causing some joint instability. No x-rays were returned to assess the component fit and orientation. It is unk if an unreported traumatic event led to the issues described. Cause cannot be definitively determined. Eval codes: mfg records were reviewed and found conforming to specifications at the time of manufacture.

Event description:
It is reported that the pt was revised due to recurrent dislocations.